Manufacturer narrative:
A ge representative evaluated the system and adjusted the ps1 power supply. System operates as intended. (B) (4).

Event description:
The customer reported system will not produce an image. No patient injury was reported.